Manufacturer narrative:
Siemens is investigating this issue. The cause of discordant calcium results is unknown.

Manufacturer narrative:
The initial MDR 2432235-2015-00279 was filed on june 8, 2015. Additional information (05/15/2015): instrument data was provided for review. A siemens customer care center (ccc) specialist then collected reaction monitors from the instrument on may 18, 2015. Upon review of the instrument data, a siemens customer service engineer (cse) was instructed to check parts used to add and mix reagent, as insufficient reagent could cause discordant results. The cse was dispatched to the customer site on may 21, 2015. The cse performed a total service call, tightened all fluidics fittings, cleaned all wash ports and probes, and replaced the probe assembly. The cse ran alignment checks and a coefficient of variation check on pooled serum. The customer ran calibration and quality controls, which were within range. The cause of the discordant calcium results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high calcium (ca) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and the results matched the clinical picture of the patients. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.